Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago. Explant date: procedure happened years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-70 serial: (B)(4). Batch: 1052708/3023816.

Event description:
It was reported that patient underwent a system explant procedure due to scs was non-functional. The explanted devices were not returned.